Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 31-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was not opening while trying to issue medication and there was an issue in validation code. A technical support specialist (tss) found that the customer had a code that could be used repeatedly. The tss left the cabinet settings as such and informed the customer of the discovery. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medbank tower drawer was failed to open. The customer stated that the malfunction caused a delay to the patient care. There were no adverse events or injuries reported based on this event.